Event description:
Caller reported cartridge alarms 30 and 20 with consecutive cartridges but did not experience a blood glucose level exceeding 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and advised the customer on using a backup insulin pump to ensure continuous insulin delivery. The caller was informed about the updated software on the new pump and given instructions about storage mode and the return process for the problematic pump.